Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to treat a lesion located in the lad. No damage was noted to packaging and no issues were noted when removing the devices from the tray/hoop. The physician noted that it was difficult to remove the stylette. The devices were inspected and prepped with no issues identified. The lesion was pre-dilated. It was reported that deflation difficulties were encountered. The balloon would not deflate at the lesion site. The device did not pass through a previously deployed stent, resistance was not encountered when advancing the device and no excessive force was used during delivery. The indeflator was taken off the balloon catheter and the balloon was deflated with a syringe. No patient injury reported.

Manufacturer narrative:
The device was returned for analysis. The stylette returned loaded in the device for analysis. During analysis it was not possible to remove the stylette. There was no residue visible on the stylette. No inflation or deflation had taken place on the balloon. The distal tip was slightly deformed. The balloon was inflated and deflated within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.